Manufacturer narrative:
The complaint acunav catheter used during this procedure was not identified nor returned for investigation as it was found to be a third party reprocessed device.

Event description:
It was reported that the shaft of the catheter was bent near the handle of the catheter. The catheter was replaced and the case was continued. The damage was found out of the box. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.